Manufacturer narrative:
The user reported experiencing two heart attacks around (B)(6)2025. The user was hospitalized, and the event was not related to diabetes or the eversense cgm. The user is currently doing better.

Event description:
Senseonics was made aware of an incident where user reported experiencing two heart attacks around (B)(6)2025. The user was hospitalized, and the event was not related to diabetes or the eversense cgm. The user is currently doing better.